Manufacturer narrative:
Photo analysis- device photograph(s) for the device related to the reported event of capsular contracture requested on april 03, 2024. Whit lot number 3626226 and catalog number n-ssx550. Visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: grade iii of capsular contracture. Cont e1 phone number- (B)(6).

Event description:
Healthcare professional reported right side "grade iii of capsular contracture." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 g4 h6.

Event description:
Healthcare professional reported right side "grade iii of capsular contracture." The device was explanted.